Manufacturer narrative:
This report is submitted on july 25, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an "infection (site of infection not confirmed)". There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.